Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem, charger resets) was isolated to an internally open y1 crystal oscillator on the bedside board, causing an intermittent connection. The root cause of the open y1 crystal oscillator was unable to be positively identified. There was no adverse event that resulted from the damaged charger. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery charger had a battery charger problem and was experiencing resets. A us distributor reported that a battery was unable to power on a monitor.